Event description:
Information was received indicating that a smiths medical medfuison pump's battery depleted at 97% and exhibited depleted battery alarm. There were no patient consequences reported. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was missing on the bottom case and plunger assembly. The bottom case and right plunger case were also cracked. The depleted battery message was confirmed from the event history log. The investigator was unable to perform any testing process to verify the customer reported product problem because the interconnect board and battery pack were damaged by a third party product evaluation service. These components were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.